Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated itchiness started spreading out around the adhesive. The patient treated the reaction with hydroxyzine. The hydroxyzine had been previously prescribed for anxiety, but patient's doctor increased the dosage to combat itchiness from the skin reaction and also recommended over the counter hydrocortisone ointment. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was still experiencing the ongoing skin reaction but had not removed the sensor. No additional event or patient information is available.